Event description:
Pt reported that the device's clock is "losing time." They indicated that they had set the device's clock to match their atomic clock, and it has lost 4 minutes over the past few months. Additionally, pt reported that the device generated an "end of temporary basal rate" error; however, they stated that they did not set a temporary basal rate. Pt's blood glucose has been erratic for the past 2 months. They stated that they self-treat by checking their blood glucose and delivering boluses accordingly.